Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported that during a procedure earlier today a v40 22mm head as used in a trident all polly constrained cup but reportedly did not engage on the exeter femoral stem, leading to an additional head being used to achieve the engagement required. The surgeon, mr t reported to stryker rep that the taper was possibly incorrect or damaged, hence explaining the issue attaching the femoral head. The patient wasn¿t affected but an investigation into the implant isolated is required please.